Event description:
Patient reported via regulatory agency ¿complete rupture on the right side, leakage of silicone into the implant bed." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Patient reported via regulatory agency ¿complete rupture on the right side, leakage of silicone into the implant bed.". Device has been explanted.